Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information.

Event description:
It was reported that patient underwent a left hip revision procedure due to unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.